Manufacturer narrative:
Engineering analysis of the device data confirmed the device was depleting prematurely. However, the root cause of the premature battery depletion cannot be confirmed without a returned product.

Event description:
It was reported in a legal claim that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced after five years of service. There was an allegation of premature battery depletion. No additional adverse patient effects were reported. The explanted device was not returned for analysis as the patient refused to sign the consent form. However, it was later discovered that device data from two days before the replacement procedure had been uploaded to boston scientific servers. Engineering analysis of the data confirmed the device had been exhibiting premature battery depletion due to an abnormal increase in power consumption.